Event description:
The following information was reported: there were two devices used in the attempt to seal the artery. The physician went to deploy the first mynx ace 6f/7f device, during prep the balloon would not come down after injected with saline. The physician then requested another mynx ace. During the removal part of the procedure, the physician went to depress button #3 and the device jammed. This in turn caused the physician to abort and hold manual pressure for approximately 15 minutes. Procedure type: intervention coronary. Vessel size; 7mm. Stick location: femoral head.

Manufacturer narrative:
Visual inspection of the returned device showed that button #2 had been fully depressed and button #3 was stuck within the handle. Subsequent to disassembling the handle housing, button #3 and the sled assembly were inspected for anomalies that may have obstructed the balloon from retraction. No anomalies were observed. However, dry blood was noted on the catheter. Retraction issues with button #3 may occur if the button is depressed at the proximal end or pulled back from that part, the lock may not have been adequately depressed, which might have prevented button #3 from retracting. In order to assure proper compression of the locking spring is achieved and the lock is released, the user must depress the distal surface of the button prior to retraction. The review of the lhr (lot f1419201) indicated that the mynx ac device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for the reported event may have been improper compression of the locking feature of button 3. See MDR 3004939290-2014-00644 for the first device.